Event description:
It was reported that a smiths medical pump alarmed "no disposable pump won't run." Pump settings: res vol 95.5 ml, rate 2.2 ml/hr, given 4.5 ml. Air in line, patient not affected. No further information available.